Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior due to low signal modulation. An RMA was authorized for further investigation. Before the sensor could be replaced the system triggered sensor replacement alert on (B)(6) 2023. When the user was seen at the hcp's office on (B)(6) 2023 for sensor removal, the hcp confirmed that there was an infection with a pocket of inflammatory tissue and pus at the sensor site (MFR report # 3009862700-2023-00191). Upon receipt of the sensor, the return product analysis testing was performed, however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. It is likely that the sensor performance was affected by the infection, since the inflammatory tissue could hinder glucose flux around the sensor. The user was treated with doxycycline for the infection, and a replacement sensor was provided to the user. B4. Date of this report updated to 17 october 2023. D9. Device available for evaluation? Yes, 13 september 2023. G3. Date received by manufacturer updated to 22 september 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13th july 2023,senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to an early sensor removal.